Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, the pump was stuck on the papillary muscle. Several attempts were made to reposition and they were unsuccessful. The staff escalated to an impella 5.5. The patient survived the explant.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient condition related due to anatomy of patient's heart (small aortic arch/ventricle) and no better positioning was possible. Corrections to the initial MFR report: g1 MDR reporting contact email.